Event description:
Hcp reported the patient presented complaining of pain. The pump dosage was increased without relief. A rotor dye test was performed which showed a stalled motor. The pump was then explanted and replaced in 2004. A follow up reort will be sent when additional information is obtained.